Event description:
It was reported to boston scientific corporation that a speed band super view super 7 was used in the esophagus during a varices ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, after attempting to deploy the bands, it would not deploy. The procedure was completed with another speed band super view super 7. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.